Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated the patient's rhythm after undersensing an atrial signal and delivering inappropriate anti-tachycardia pacing (atp). The rhythm accelerated into ventricular fibrillation (vf). The rhythm self-terminated. Technical services (ts) reviewed the reports and confirmed the allegation. Ts also stated that the atrial signal was functionally undersensed due to the automatic gain control (agc) feature. Ts suggested reprogramming options. The device remains in use. No additional adverse patient effects were reported.